Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss then sensor warmup occurred was reported. No product was provided for investigation. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.